Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having to charge too often and they weren't receiving pain relief on their right back and leg. When the device was interrogated the representative turned up the setting the patient was currently on; the patient predominantly received coverage on the left where they didn't have pain. The patient was reprogrammed and the patient was able to receive equal coverage. The patient was sent home with three new programs to try out. The representative wasn't able to decrease the patient's recharge interval (which was currently at 1.7 days). The patient was instructed to report back to the surgeon and representative if their settings weren't working. No further complications reported.